Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by the scope connector being scratched during user handling which made for an unstable electrical connection. The event can be detected/prevented by handling the device in accordance with the instructions for use item: ¿·inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evix exera iii bronchovideoscope displayed no image during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. In addition, the bending section cover conduction test failed. The light guide tube had a dent. The scope connector had scratches. Light guide prong/mount had a cracked cover glass. There was a low angulation. There was a dark circle in optical color (white dot). The following are non-olympus parts: plastic distal end cover, bending section cover, bending section cover glue, objective lens, light guide lens and insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.